Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: in this case, patient could not walk and could not bend the knee after receiving treatment with synvisc-one for osteoarthritis. Although, the role of device cannot be ruled out based on temporal and anatomical proximity, however, role of underlying osteoarthritis in causation cannot be ruled out.

Event description:
This serious unsolicited device case was received from united states on (B)(4) 2013 from a nurse. This case concerns a (B)(6) female patient who developed "lump about the right knee/synvisc-one went above the knee cap"; pain during injection; right knee swelling; could not bend the right knee; could not walk; felt "vibration under the right knee"; "right knee discoloration and pale"; and right knee was throbbing and aching after receiving treatment with synvisc one injection. No past drugs, medical history, concurrent conditions and concomitant medications were reported. On an unspecified date in (B)(6) 2013, the patient received treatment with synvisc one injection at a dose of 6 ml once (route of administration, batch/lot number and expiration date unknown) into right knee for osteoarthritis and had poor results after the injection. She reported that she was not numb enough and the health care professional (hcp) kept moving the needle in and out trying to find the joint space, and patient moved because of the pain (pain during injection) and he injected synvisc one anyway. Patient believed that synvisc one went above the knee cap. There was a lump at first the size of a fist, above the joint which looked like an egg under her skin and it was pushing down her knee cap. Later, on unspecified dates in 2013, the patient's knee was swollen; she could not bend the knee and could not walk. Patient followed up with hcp and was given corticosteroids (unspecified at the time of report). Patient was using narcotics (unspecified) for pain and was also referred to physical therapy. The patient had to use motorized cart while shopping although normally the patient was very athletic. A few dates later in 2013, the patient felt "vibration under the knee and the "side of the knee was becoming discolored and pale." The patient's right knee was still throbbing and aching; she was still limping when she walked and pain started to go up her right leg. Eventually, her left leg was also affected because of the way she walked. She reported that she had a "charlie horse" one morning so painful that she could not breathe or move. On an unknown date in (B)(6) 2013, magnetic resonance imaging (MRI) was performed that revealed a bright white spot exactly where the lump was above the knee and patient suspected it to be synvisc-one. Additionally, patient also mentioned that "she had very loud ringing in the ears that started abruptly and sounded like rice was being dropped on aluminum foil." Outcome: the outcome for the events of "could not walk", "could not bend the right knee", "lump above the right knee/synvisc-one went above the knee cap", right knee swollen, pain during injection, vibration under the right knee, "right knee discolored and pale" unknown and the event of right knee throbbing and aching was not yet recovered. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same.